Manufacturer narrative:
Date of event is unknown. This report is for two (2) unknown cortex screws. Part#, lot# and UDI # is not available. Date of implant is unknown. This report is for two (2) unknown cortex screws. PMA/510(k) number is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with a distal fibula plate, two (2) 3.5 mm cortex screws (syndesmosis screws) and an unknown type and number of screws to treat a fibula fracture. Reportedly, the patient was experiencing soft tissue irritation post operatively and underwent revision surgery on an unknown date to remove the distal fibula plate and screws. It was noted that both 3.5 mm cortex screws were broken and were embedded in the patient¿s tibia and could not be removed. It is unknown as to when the 3.5 mm cortex screws broke. The distal fibula plate and all other screws were removed. It is unknown if there was any issue with the distal fibula plate and other screws. The two broken 3.5 mm cortex screws remained in the patient for over a year when the patient complained that the medial side of the screws were aggravating and causing pain. The patient underwent revision surgery on (B)(6) 2018 to remove both 3.5 mm cortex screws. The screws were easily removed with no surgical delay. Patient had healed. Routine intraoperative x-rays were taken. The procedure was completed successfully and the patient was reported as stable. This complaint will capture the two broken cortex screws, pain and revision to remove the broken screws. (B)(4) is for the revision because of soft tissue irritation. Concomitant devices reported: distal fibula plate (part # unknown, lot # unknown, quantity of 1). Screws (part # unknown, lot # unknown, quantity unknown). This report is for two (2) unknown cortex screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent revision surgery to remove the original hardware due to soft tissue irritation. There was nothing wrong with the plate or other screws. The two (2) 3.5mm cortex screws (syndesmosis screws) were already broken prior to revision surgery. It was discussed with the patient about having the 2 broken screws embedded in the tibia, and they decided at the time not to remove them. However, they ended up changing their mind at a later date, and that is when the surgeon went in and removed the broken screws easily with no problems.